Event description:
It was reported after the initial implant, the patient had paresthesia on the left and right side of the body. At some point, the lead migrated and the patient lost paresthesia to the right side of the body. The patient experienced less than 50% therapy relief at the lead location. X-rays (results not provided) and reprogramming were performed. A lead revision was performed in an attempt to reposition the lead. After difficulty repositioning the lead, it became too ¿bent¿ to have any ease of use. Therefore, the lead was explanted on (B)(6) 2014 and replaced with a new lead. The patient¿s status was noted to be alive with no injury. After the new lead was implanted, the patient was getting good paresthesia on the right side. It was unclear which lead had migrated and was replaced, as the sn provided was the replacement lead. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient greatly improved response in coverage after the new lead was placed.